Event description:
Customer reported the pump powered down during operation and did not show an alert, error, or warning message first. Customer does not have any new batteries. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.